Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left internal carotid artery cave rnous segment with a max diameter of 4 mm and a 3.2 mm neck diameter. Landing zone: distal: 3.7 mm and proximal: 5.1 mm.  It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The platelet reactivity unit level was 45. The angiographic result post procedure was satisfactory.  It was reported that the distal end of the pipeline was not opening despite being in a straight segment and recapture. It was tried to load the device and wiggle the wire but it was unsuccessful. The device was removed and replaced with a 5.0x12. The pipeline was not in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was removed from the patient by resheathing and removing with the microcatheter.  Upon removal the pipeline popped off the resheathing pad so it is not on the core wire. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8fr sheath, rist 079 guide catheter, phenom plus and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.